Event description:
On (B)(6) 2012, the pt reported that the adhesive of the infusion set headset was wet with insulin last week. She does not know the source of the leak. She does not know if the leak was due to poor insulin absorption or an issue with the infusion set. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.